Manufacturer narrative:
The device involved in this event has not yet been received by orthofix. The technical evaluation will be performed as soon as the device becomes available. As soon as further information and/or the results of the technical investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
During surgery, it was reported that a fitbone nail implanted on (B)(6) 2025 does not function and was replaced. This caused a 45-minute delay of the surgical time. As per the reporter, the patient is in good health condition and the treatment is ongoing.

Manufacturer narrative:
The returned nail was tested and it was found internal damage of the bipolar connector that compromised the electrical connection and prevented the device from functioning properly. However, it is not possible to confirm whether the internal damage is related to the application/removal of the nail or to an intrinsic defect of the affected component. Orthofix continues monitoring the devices on the market.

Event description:
During surgery, it was reported that a fitbone nail implanted on (B)(6) 2025 does not function and was replaced. This caused a 45 minutes delay of the surgical time. As per the reporter, the patient is in good health condition and the treatment is ongoing.